Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery and the load sequence with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer cleared the alarm and resumed insulin therapy.